Manufacturer narrative:
The serial number provided has not been confirmed.

Manufacturer narrative:
Please note, MDR 1834066-2013-00006, was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is (B)(4).

Event description:
Provider states stalls out.